Event description:
Boston scientific crm received information that this lead was explanted and later replaced secondary to patient infection. The explanted lead has not been returned. The implant and explant dates are incorrect and the event date was not provided. Therefore, the implant date was entered incorrectly.